Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up. Stored electrograms revealed the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable before, during and after the programming changes.